Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the clinic for a device change out due to normal eri, externalized conductor was noted. No electrical anomalies were detected. The lead was extracted and replaced. The patient is doing fine.